Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 12 atms during the second inflation. The lesion was located in the non-tortuous, calcified and 75% stenosed proximal circumflex (cx) artery. The atms reached during initial inflation is unknown. The procedure was successfully completed with the use of another maverick2 monorail catheter. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.